Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6) university hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had gas inflow alarm there was a case where a gas inflow alarm occurred but as the patient's condition remained normal, the balloon catheter was removed and treatment was terminated as a precaution. Treatment was terminated as there was no need to resume treatment. No harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation conclusion, investigation type, investigation findings), h11. It was reported that during use, the cs300 intra-aortic balloon pump (iabp) malfunctioned. There was patient involvement and no injury or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the logs confirmed leak (gas inflow) occurred in the iab circuit. The fse upon inspection and operational check found no abnormalities. Device passed the performance and safety checks according to factory specifications.